Event description:
Reporter noted small corneal burn at incision site occurred at beginning of procedure. Handpiece would not irrigate or aspirate. Removed from eye and cleared while in irrigation mode. Tip was reinserted and case completed. Cornea was clear one day post-op; healed completely.